Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communications lost alarm and experienced a total power failure event. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communications lost alarm and experienced a total power failure event. There was no patient harm or serious injury reported as a result of this incident.